Manufacturer narrative:
Hill-rom considers this event to be caused by the patients intentionally misuse of the lift to cause his own death. There was no evidence of a malfunction.

Event description:
It was reported to hill-rom that a paraplegic patient removed the slingbar of an overhead lift, tied his belt to the liftstrap and around his neck. The patient proceeded to raise the lift up and hung himself.